Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of below 40 mg/dl and then it stopped working . The sensor glucose was 195 mg/dl and had high blood glucose of over 400 mg/dl and then it was 194 mg/dl and low as 65 mg/dl and 61 mg/dl. Forgot to bolus and was high blood glucose 338 mg/dl and then dropped to low. Customer drank juice and then drank another juice. The customer declined troubleshooting for the high and low blood glucose. The device is not expected to be returned for analysis.